Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a crack was discovered in the arterial interface of the chronic catheter. Nothing unusual was observed on the device prior to use. There were no products being utilized with the device. There was no excessive force used on the device. Flushing was done, and the result was normal. There was no leak. Tego was not utilized. The insertion site was not treated prior to product placement. There was no concomitant medication/device. The adapters are tightened manually by hand. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no visible defects/damages found on the product at the time of the event. As a remedial action, the catheter was replaced with a different product ID and lot number. The procedure was completed after the remedial action. There was no blood loss, and blood transfusion was not required. There was no intervention/treatment required as a result of the adapter issue. There was no reported patient injury.

Manufacturer narrative:
Correction: d-6a, d-6b additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.